Event description:
It was reported that during patient treatment, the anesthesia workstation generated technical error codes indicating a pressure issue. It was reported that the patient had a cardiac arrest. During the incident, the medical staff replaced the patient cassette and finished the operation without further issues. We have not received any information regarding final patient outcome. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The hospital biomedical engineer(biomed) checked the anesthesia workstation and performed a system check out (sco) after this incident, and all tests passed without any issues. The biomed let the anesthesia workstation remain in ventilation mode on a test lung one night without any problems. The internal event log contains several technical errors indicating that there were issues with the pressures in the anesthesia system. A successful sco was performed both prior to and after the reported event. Hospital information states that the event was caused by incorrect handling. It was further reported that an external breathing system (B)(6) was connected to the afgo outlet, but the ventilation mode remained in normal ventilation (via the patient cassette). The reported technical errors as well as the clinical alarms were consequences of this. Our conclusion into this matter is that there was no device malfunction and that the reported event was caused by improper handling by the user.

Event description:
(B)(4).